Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report #: 1627487-2018-03131, reference MFR report #: 1627487-2018-03132, reference MFR report #: 1627487-2018-03133. It was reported that during an elective ipg replacement procedure, the physician noted the left l1 and s1 drg leads had migrated down. As a result, the patient underwent surgical intervention to have the leads explanted and replaced. Reportedly, the new leads were positioned in the correct location. The patient was programmed post operatively and effective therapy was restored. Note: it is unknown which leads are liable, as a result all are being reported.